Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. After the guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during inflation at unspecified pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.